Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and advised the customer to continue using the pump, instructing them to call back if the malfunction recurred. The customer understood and acknowledged the instructions.